Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right atrial lead exhibited high capture threshold. The right atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing threshold, sensing noise and intermittent capture were confirmed while high pacing impedance and the stylet could not be inserted were not confirmed. Final analysis found a complete lead was returned in one piece. Visual inspection of the lead found an external abrasion breaching the outer insulation exposing the outer coil at the distal region. The cause of the reported events of high pacing threshold, sensing noise and intermittent capture was external abrasion consistent with friction to another device or features of the heart. The impedance and the stylet test could not be tested due to as condition of the lead when received. Electrical testing and x-ray examination did not find any conductor fracture.

Event description:
New information received notes the right atrial lead also exhibited over-sensing resulting in loss of av synchrony, high pacing impedance, intermittent capture, inappropriate capture of the right ventricle and difficulty to advance the sheath during explant. The patient also exhibited symptoms consistent with pacemaker syndrome.